Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, the patient was pre-operatively diagnosed with right sided neural foraminal stenosis at l2-l3 and l3-l4 secondary to degenerative disc disease and asymmetric flaps with degenerative scoliosis at that level and underwent the following procedures. Direct lateral approach for interbody fusion at l2-l3 from the left. Direct lateral interbody fusion with approach to l3-l4 from the left. Use of peak interbody cages for l2-l3 and l3-l4 for the direct lateral interbody fusion using allograft bmp as well as dbm. Percutaneous pedicle screw fusion l2-l4 using instrumentation system by spine. As per op-notes, ¿..once all the endplates were prepared and we had sequentially dilated and sized the area, then we got a peek cage which was an 18 x 8 x 50 mm cage which is a part of the lateral spine. We filled that with half of a small packet of bmp and then filled that in also with cortical cancellous allograft chips mixed with putty. A similar procedure was performed at l2-l3. Again an 18 x 8 x 50 mm peek interbody graft from the lateral spine. It was gain filled with two sponges of bmp from a small kit, cortical cancellous as well as bone putty..¿ patient alleges unspecified injury due to the use of rhbmp-2.